Event description:
It has been reported to philips that the system will not generate x-rays. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the detector. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system has no x-ray. Fse identified damage in ht converters and the cooling pump of the leaky detector. Fse reinstall converters and replaced converter 8e velara, tcu-fd mod extended drip tray tcu rcab. After reinstallation the system was returned to use in good working order. The codes were updated based on the investigation outcome.